Event description:
Maquet cardiovascular received a user medwatch report from the FDA on 8/25/08. The hosp documented that during a coronary artery bypass procedure in 2008, after the anastomosis, one heartstring seal was withdrawn with some difficulty, and appeared to get "stuck" and the associated anastomosis appeared disrupted. A second seal system was deployed without incident, and repair of the disrupted sutures was performed. The first seal system strand was measured, and appeared to be approx 8mm shorter than the expected standard length. It appeared that the seal system strand had broken off at some point during withdrawal. Maquet cardiovascular contacted the customer on 8/29/08 and the hosp staff reported that the pt has shown no indication of any injury or complication associated with this event, and that the product would be returned for further failure analysis.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was fully unwound and the proximal end (seal tecothane) showed a clean angular cut on the seal material. The seal was completely unraveled and undamaged. The overall seal length was checked. A reference hs-1045 seal was unraveled and a side-by-side comparison was made. The seals measured the same standard length as measured from the stem to the cut distal end. Since the seal material was not broken and the seal length was the same as a reference hs-1045 hearstring, the complaint was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.